Event description:
It was reported that the customer was hospitalized with high blood glucose of 421 mg/dl and ketones. The insulin pump history did not show any no delivery alarms. When the customer arrived at the hospital and the infusion set was removed, the cannula was not bent. Troubleshooting was declined. It was advised to change out the insulin, reservoir, and infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.